Event description:
International complaint received from canadian national complaint coordinator. The facility reported failure code 812:04 with infusion stopping. This event occurred during patient use. There was no patient injury of medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.